Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83360), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), 0.0160¿ mandrel drawing(s) referenced: dwgs190-5091-150 rev. Aw as found condition: the echelon-10 micro catheter and axium prime device were returned for analysis within a shipping box and within an opened echelon-10 outer carton. Visual inspection/damage location details: the axium prime pusher was found bent at ~33.5cm from the proximal end. The axium prime implant coil was found severely stretched with the polypropylene filament broken. The implant coil tip was still attached to the remaining pusher; therefore, the implant was not broken. No flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 micro catheter hub or micro catheter body, distal tip, or marker bands. Coagulated blood was found throughout the micro catheter. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~153.0cm and the useable length (to the proximal marker band) was measured to be ~145.2cm which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ±.1.5cm). The returned coil could not be used for resistance testing due to the damaged condition. The echelon-10 micro catheter was flushed, and water did not exit the distal end as it was occluded with the blood. An in-house 0.0160¿ mandrel was inserted into the echelon-10 micro catheter hub, through the catheter body and became stuck at ~64.3cm from the proximal end. Coagulated blood was found at this location. The outer strain relief was removed. No gap was found between the grilamid and the hub. No step was found between the grilamid and proximal catheter body. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ and ¿coil r esistance/stuck at cath. Hub¿ could not be confirmed and the issue could not be replicated. There is no damages or irregularities at this location. Resistance was encountered within the catheter body due to the coagulated blood. However, it is not known whether the blood had solidified during the procedure. There was no damages found with the catheter at this location. It is possible that insufficient continuous flush was used during the procedure, causing blood to backflow up the micro catheter. The customer report of ¿coil stretch¿ was confirmed. It is likely the damage occurred during the attempt to advance/retract the coil into the micro catheter hub against the reported resistance. It is also possible that the introducer sheath was not fully seated within the catheter hub, causing the implant coil to become damaged and the implant to be stuck. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil encountered resistance at the hub and proximal section. The patient was undergoing surgery for treatment of a ruptured aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the "aci" with a diameter of 4mm. It was reported that the doctor tried to pass the coil but found resistance in the hub once they managed to pass, this deformed the coil completely disassembling it. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. There was no injury as a result of the event. Additional information was received that the procedure was completed under the institutions protocols and standards. It was noted that the coil was damaged during the removal process after encountering resistance. The coil did not separate prematurely from the pusher. It was stated that the coil came apart and was elongated. The coil initially came out of the introducer sheath without any problem. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.